Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated alinity I free t4 generated from alinity I processing module and provided the following data: sample ID (B)(6), the initial result was > 5.00 ng/dl and repeat result was 1.36 ng/dl. The customer provided additional laboratory data: tsh: was 0.4590 uiu/ml & 0.4560 uiu/ml free t3: was 3.13 pg/ml & 2.73 pg/ml trab: was 1.10 iu/l tg was 14.24 ng/ml. Historical tsh values: the customer communicated that the patient's tsh levels are improving over the past six months: 0.2 , 0.4 , 0.5. Patient information: 80-year-old male with a medical history of psvt (paroxysmal supraventricular tachycardia) and hyperthyroidism. Medications: thiamazole & warfarin there was no reported impact to patient management.